Event description:
A trilogy ev300 ventilator was returned to a service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed o2 calibration which indicated a leak. The technician performed a leak test calibration, and it was successful. No further information was provided.